Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was hospitalized with an infection. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 with abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with staphylococcus aureus in the culture and a wbc count of 1143/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient experienced constipation that was unrelated to the use of any fresenius product(s) or device(s) prior to this hospitalization, which may have been the causative factor; however, this could not be confirmed as the involved microorganism was not enteric in nature. The patient was prescribed intraperitoneal vancomycin at 1750 mg every 5 days for two weeks to address the infection. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and he was discharged to home on (B)(6) 2024. It was confirmed, though the exact cause of this patient¿s infection remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge as he remains asymptomatic. A follow-up wbc count was taken in the outpatient clinic post-discharge that resulted in 120/mm3 in response to antibiotic therapy.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. In the absence of a reported root cause of this patient¿s peritonitis, the source of infection cannot be determined; however, there was no indication this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human skin and nares. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was hospitalized with an infection. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 with abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with staphylococcus aureus in the culture and a wbc count of 1143/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient experienced constipation that was unrelated to the use of any fresenius product(s) or device(s) prior to this hospitalization, which may have been the causative factor; however, this could not be confirmed as the involved microorganism was not enteric in nature. The patient was prescribed intraperitoneal vancomycin at 1750 mg every 5 days for two weeks to address the infection. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and he was discharged to home on 22/jan/2024. It was confirmed, though the exact cause of this patient¿s infection remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge as he remains asymptomatic. A follow-up wbc count was taken in the outpatient clinic post-discharge that resulted in 120/mm3 in response to antibiotic therapy.